Manufacturer narrative:
The device has not been returned for investigation as it remains in-situ. Root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure is planned due to the right side rod having a broken pin. As per reporter x-ray has confirmed the alleged event. No patient injury was reported.